Event description:
Disposable optical fiber tips used in conjunction with a dental soft tissue laser were observed to have a melted hole from in the side of the tip when laser energy was activated and applied to the tip. There were no reports of injury to the pt or operator. There was no report of properly damage to surrounding properly.

Manufacturer narrative:
It appears that the fiber fractured inside of the tip housing causing a malfunction whereby laser energy to be diverted to an unintended direction and melted a hole through the side of the tip. Investigation of the suspect tip revealed evidence that the optical fiber was fractured during the mfg process when the fiber is sealed within a curved plastic housing. The tips are inspected after the sealing process. The inspection is in the form of attaching the tip to a laser source and measuring the percentage of optical transmission versus an unattached tip. The tip transmittance must exceed a minimum threshold of 85% to pass. It is not yet understood how these particular articles made it past the inspection point without being rejected.